Event description:
Implant placed in light occlusion in pt who is heavy bruxer. Pt also smokes cigarettes (1 pack per day). 1-2mm of bone loss found around implant, however, no pain or serious injury caused.

Manufacturer narrative:
(B) (4) reviewed the report and found that implant failure was caused by contraindications of pt, i.e. Smoker and bruxer. Visual examination performed by production dept: found no defect or non-conformance.